Manufacturer narrative:
Patient's date of birth: unk. Patient's weight: unk. Patient's ethnicity/race: unk. Other relevant history: unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to bacteremia. A triple lumen catheter was present in the patient's internal jugular (ij) vein prior to the procedure. A spectranetics lead locking device (lld) was used to provide traction. The physician started the procedure with a spectranetics 16f glidelight laser sheath. As the glidelight was advanced around the superior vena cava (svc) junction, the laser sheared approximately one inch off the end of the triple lumen catheter, sending it into the pulmonary artery then into the right lung. The tip of the triple lumen catheter was retrieved with a snare, then the rv lead was extracted with no further complications. It was reported a spectranetics tightrail rotating dilator sheath was used during the procedure as well. The procedure was completed successfully with no reported patient injury. This report captures the 16f glidelight which sheared off the tip of the triple lumen catheter resulting in an embolism, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
B7): medical history obtained from journal article. G2: information obtained from journal article: (jacc: case reports, vol. 4, no. 24, 2022), titled "a unique case of central line fracture due to laser lead extraction". G3): philips became aware of journal article on 28dec2022. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.